Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent direct stenting of the 1st ob mar with two xience v stents. On an unk date, the pt had a positive stress test. In 2009, angiogram revealed severe three vessel disease. A functional ischemia study was positive for ischemia. The pt's aspirin and clopidogrel were discontinued or changed. The pt was sent to surgery the following day, and underwent coronary artery bypass to the lad, diag, and om. There is no additional info available.

Manufacturer narrative:
The other xience v is being filed under the same manufacturer report number.